Manufacturer narrative:
The device was evaluated. The reported issue was not confirmed. During inspection, it was noted the connecting tube had a dent and the mouthpiece was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera iii colonovideoscope after being returned from repair on (B)(6) 2022. On (B)(6) 2022, the scope tested positive between ten (10) to one hundred (100) colony forming units (cfus) of escherichia coli. On (B)(6) 2022, the scope tested positive for less than ten (10) cfus of escherichia coli and coagulase-negative staphylococci. On (B)(6) 2022, the scope tested positive for less than ten (10) cfus of escherichia coli and stenotrophomonas maltophilia. The scope was not used on any patient during the process of testing. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.